Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: [name] corporation. This is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Report from the sales rep when the distributor's staff checked the inventory, it was confirmed that one of the six sterilized packs in a box of c0r47 had a needle-like hole. The distributor would like amrc to check the remaining 5 packs for similar holes. Initial investigation report the event units were returned to us and visually inspected. One hole in the sterile pack was confirmed (pic.1). The units will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 6 unopened sterilized pack type of intervention: na (before use). Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that there was a hole on the clear side of the pouch. Based on the condition of the returned unit, it is possible that the hole in the pouch was caused by coming into contact with an object, which likely occurred during shipping and handling. The probability and criticality of harm resulting from this failure have been evaluated and found to be at an acceptable level.

Event description:
Name of procedure being performed: na (before use). Detailed description of event: [name] corporation this is a complaint from the market. Administrative no.(B)(6). Please refer to the complaint sheet for investigation. Report from the sales rep. When the distributor's staff checked the inventory, it was confirmed that one of the six sterilized packs in a box of c0r47 had a needle-like hole. The distributor would like amrc to check the remaining 5 packs for similar holes. Initial investigation report. The event units were returned to us and visually inspected. One hole in the sterile pack was confirmed (pic.1). The units will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 6 unopened sterilized pack. Type of intervention: na (before use). Patient status: na (no patient involvement).